Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error was not caused by the subject device. During evaluation the fse swapped out the cv-190 and the clv-190 and still got the same issue. It's likely the b30 error was due to the scope. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer (fse) was dispatched onsite, during evaluation the fse swapped out the cv-190 and the clv-190 and still got the same issue. It was determined that the customer troubleshooting segmented is related to a single faulty scope. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that scope communication error b30 occurred on the evis exera iii video system center. The custom cleaned the contact pins on the scope and reset the error code. The issue occurred during preparation for use. There was no patient harm associated with the event.